Event description:
It was reported that the patient experienced seizures. The physician is unsure what is causing the episodes. The patient was provided seizure medication and has had no seizures since.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.